Event description:
It was reported that the handheld device would not turn on, regardless of whether being plugged into the outlet or not. The screen would reportedly not illuminate. The company representative reported that proper charging technique and device usage was confirmed. A replacement product was provided to the physician. The handheld and related software was received by the manufacturer for analysis. However, analysis has not been completed to date.

Event description:
An analysis was performed on the returned handheld and flashcard/software. The handheld was received without an ac adapter. No anomalies associated with the handheld performance were noted during testing using a known good ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Additionally, no anomalies associated with flashcard software were identified during the flashcard analysis.

Manufacturer narrative:
Manufacturer device history records were reviewed. Review of the handheld device history records confirmed all specifications were passed prior to distribution.